Manufacturer narrative:
The reported issue that there were 14 large volume pump display boards with led dim segments was confirmed on one of the returned display board assemblies. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 14 out of 14 received lvp display board assemblies exhibited dim segments. The root cause of the customer's report was a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that there were 14 large volume pump display boards with led dim segments and had to be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 14 large volume pump display boards with led dim segments and had to be replaced. There was no reported patient involvement.